Manufacturer narrative:
(B)(4). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- the defect as stated in the subject of the product incident report could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect reported. This incident is indeterminate.

Event description:
It was reported that the patient suffered a severe extravasation injury and has received at least one skin graft by a plastic surgeon.